Event description:
Damage was observed at the tip of cannula when customer opened the package.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) fem ii-010-a cannula. Non-wire reinforced section of the tip was slightly bent to one side. The edge of tip opening also appeared mis-formed at two different locations. Cannula body surface appeared slightly rough around the tip.